Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 80-year-old patient needing mechanical circulatory support. During insertion, it was reported that the distal flow was compromised after leg angio was performed. So, an antegrade 5 for sheath was placed on impella side then connected to impella sheath side-port for distal limb perfusion. The decision to remove impella due to distal limb ischemia.